Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter got stuck in the balloon catheter and would not advance. The balloon catheter and mapping catheter were removed from the patient and the mapping catheter was observed to have a deformity. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.